Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions of hose damage (excluding rupture) and insufficient/low power were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the locking components of the motor device were damaged, the device exhibited heat and excessive noise, could not secure device in case/tray/basket and the device had use error/misuse. It was further determined the device lock pawl was damaged and the shaft was broken inside the lock pawl. It was noted that although device overheating was confirmed, it was not possible to perform a complete assessment. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the motor device cord was not running fast enough, was heating up and made unusual noise ¿sounds funny¿. Additional information was received from the reporter stating that the failure was assumed to be low power. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.